Manufacturer narrative:
X-ray image review result: post-op x-rays for l5-s1 tlif shows one of the set screws at l5 has become dislodged. This happened in the early post op period before fusion is expected to have occured. It is unknown if the set screw was properly torque tightened. Other hardware placement appears appropriate. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure: transforaminal lumbar interbody fusion it was reported that on an unknown date, post-op, the patient presented with back pain. X-rays showed that the set screw had become dislodged from the tulip head of the screw. Hence, on (B)(6) 2019, the patient underwent a revision surgery and the loose set screw was completely explanted and replaced with a new one.